Event description:
Reporter stated the customer was hospitalized with hyperglycemia and diabetic ketoacidosis, and his mother believes the insulin delivery of the infusion device is inaccurate. His blood glucose increased as high as 28.2 mmol/l despite delivering insulin via the infusion device. The customer was vomiting and dehydrated, and he was taken off the infusion device and treated with subcutaneous insulin at the hospital. The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).